Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's health care provider reported the customer was hospitalized with high blood glucose of 771 mg/dl. The date of the hospitalization was unknown. The caller reported the paramedics were called and transported the customer to the hospital. It was reported the customer collapsed in the bathroom. The caller reported the infusion set was at fault. Troubleshooting was not performed. The insulin pump was not returned for analysis.